Manufacturer narrative:
Facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during installation, the rhino-laryngo videoscope the metal at the tip of the light guide has come off. There were no reports of patient harm.